Event description:
On (B) (6), 2010, the lay user/pt contacted lifescan to report the one touch ultramini meter was giving inaccurately erratic readings while she was in (B) (6). The sr. Medical surveillance specialist (smss) contacted the pt to obtain and verify information; however, was unable to reach her by telephone. On (B) (6), 2010, the smss mailed a letter requesting the pt contact medical surveillance. On (B) (6), 2010 at 8:00 am, the pt obtained the blood glucose readings of 346 mg/dl and 237 mg/dl on the reported meter within 20 mins of each other. Ten minutes later, the pt experienced the symptoms of nervousness and rapid heartbeat. The pt then took her unusual doses of diabetes medication. Lantus insulin 20 units and metformin 500 mg, and slept for two hours. She did not seek any medical attention or treatment. It would have been helpful to determine if these were the pt's symptoms of high or low blood glucose levels, if she would have taken her medications despite the meter readings, if these were fasting blood glucose readings, her expected readings, and her meter readings obtained prior to this event. Troubleshooting revealed the pt's testing technique was correct and the test strips were in good condition and within opened expiration dating. The meter, test strips and control solutions were replaced. The pt allegedly suffered symptoms suggesting severe hypoglycemia after obtaining elevated meter readings on the reported meter. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.